Manufacturer narrative:
Patient information is not available for reporting. Additional device product code: hrs. Screw remains implanted; as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that surgery for metacarpal fracture was performed on (B)(6) 2018. After the surgeon drilled the bone with a drill bit, the surgeon tried to insert a cortex screw using a screw driver hex shaft. However, the screw came off the driver shaft because the driver shaft could not hold the screw securely. The surgeon somehow succeeded in inserting the screw by holding the screw with kocher forceps. The surgery was completed within a 30-minute delay. There was no adverse consequence to the patient. This report is for one (1) 1.5mm ti cortex screw. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A device history record (DHR) review was conducted for part: 04.214.112s, lot: l215758: manufacturing site: grenchen, release to warehouse date: 09.dec.2016, expiry date: 01.dec.2026: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.